Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call battery power loss and failed battery test on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised they replaced the battery and the insulin pump rejected the battery. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.